Manufacturer narrative:
During preventative maintenance of the autopulse platform (sn (B)(6)), preliminary functional testing could not be performed because bent battery spring guides prevented battery insertion into the platform's battery bay. This issue is attributed to a harsh impact due to user handling. The battery spring guides were replaced to remedy the problem. After the service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance of the autopulse platform (sn (B)(6)), preliminary functional testing could not be performed because bent battery spring guides prevented battery insertion into the platform's battery bay. No patient involvement.